Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing performed included leak testing, clear passage test, clamp function test, and device-device interaction testing (sample ran on machine). The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis. The patient was connected at the time of the alarm. The patient called in stating they were getting an alarm and he had turned the homechoice off. The technical service representative had the patient power up the cycler, the cycler was at go to start. The technical service representative had the patient enter the alarm log and found one system error 2240 for the current therapy that the patient was doing. The patient never disconnected. The patient stated that they cycled the powered the homechoice a couple of times to try to resolve the alarm they were getting. The technical service representative advised the patient to end the setup. The patient stated that they may do manuals to complete the therapy. The technical service representative advised patient to call baxter for troubleshooting assistance if he gets an alarm he does not understand going forward. The technical service representative assisted the patient to end the set up and remove the cassette. There was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.